Manufacturer narrative:
File changed from a malfunction to a si.

Event description:
It was reported heparin (500ml) programmed at a rate 60 ml /hr. The titrated rate would change based on ptt in 76 hr. Upon transferring the patient from the ed to the receiving unit, the user noticed that the bag was "almost" empty (remaining amount not provided). The patient had elevated ptt and the heparin held. There was no lasting harm to the patient. It was later reported that biomed analytics reviewed ikp data determined that the event was due to human error.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested.

Event description:
It was reported that an over infusion event occurred.